Manufacturer narrative:
(B)(4). A batch review will be performed. The sample is not available for evaluation. If additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from 10/15/2013 to 10/16/2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an over infusion occurred in a large volume folfusor during patient use. The infusion therapy was completed in six hours instead of eight hours. The folfusor was filled with ketamine (non-baxter product). There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.